Event description:
It was reported that the patient's ipg reached end of service. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Next course of action has not been decided yet.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.